Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and ran both the server downtime and received message queries, confirming that all processing times were current and that messages were successfully crossing over. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient information was not crossing, and there was a delay in transferring data from cerner to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.